Event description:
The reporter stated, the surgeon was inserting a single piece silicone lens model aa420vf and the lens tore. The reporter stated that the surgeon removed the lens without any patient injury.

Manufacturer narrative:
Results: a visual inspection of the returned product shows the lens is torn into the haptic. There is clear surgical residue on the lens. Conclusions: based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.